Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred a 2.75mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, during the third inflation at 18 atmospheres, the balloon ruptured. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the device was completely removed from the patient's body.